Event description:
It was reported that after undergoing a da vinci-assisted hartmann's procedure, the patient sustained a small bowel obstruction post-operatively requiring an extended hospital stay. The initial robotic procedure was completed without any da vinci system issues or complications. The small bowel obstruction was reportedly missed during the initial procedure. The surgeon will not plan to reoperate to address the obstruction until after the patient has healed from the initial procedure. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The probable root cause could not be determined based on the provided information. A review of the site's system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Additional follow up information obtained from the surgeon. It was reported that after a da vinci-assisted sigmoidectomy surgical procedure, the patient sustained a prolonged hospitalization. The patient did not have a small bowel obstruction or a postoperative complication; instead, patient had a history with bowel dysmotility for over 15 years, which does not require surgical intervention. Multiple imaging studies confirmed that there was no obstruction. The patient sustained a prolonged hospital stay may have been influenced by social factors. The patient's colostomy will be reversed surgically in the future.

Event description:
Refer to h11 for follow-up information.